Manufacturer narrative:
Concomitant medical products: hospira 50ml IV bag of 0.9% nacl injection usp, lot 50-062-jt, exp 08/2016; baxter 250ml IV bag of 0.9% nacl injection usp, lot c978866, exp 11/2016, therapy date: (B)(6) 2015. The customer¿s report of fluid leakage at the texium connection site was not confirmed nor replicated. Visual inspection of the set noted no damage or any anomalies. Functional testing was performed and no signs of leakage were detected. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported after a chemotherapy infusion of vinorelbine in 50 ml of ns, the rn flushed the tubing with 30cc of ns. The patient noticed a wet spot on her leg where the texium tip connected to the primary IV line. The rn reported she thinks it was at most 30cc of the flush that was lost. The customer reported there was no patient harm identified.